Event description:
Pt started to experience shortness of breath and general weakness. Pt to change cassette and noticed that pump was not infusing and screen was blank. Pt estimates that pt had not rec'd her infusion for approximately 4 hours. Pt also experienced swelling in her lower extremities. New pump and cassette placed and infusing. Md notified. Pt started on lasix 60mg by mouth edema pump that failed that read e99 one week prior and patient continued to use pump. Stating someone from facility corrected the e99 alarm over the phone last week.